Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13988. The pt reported his charger would get hot when he was charging his ipg. The pt also reported if he would charge longer than an hour, he would get a red mark on his skin that felt like a sunburn. A new le charger was sent to the pt which resolved the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg model was associated with a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.